Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged. Low sensing and loss of capture were observed. The physician elected to explant the lead.